Event description:
A report was received that the patient enrolled in the (B)(6) clinical study experienced tenderness at the site of the ipg which was mild in severity. The physician provided the patient with lidocaine patches and the patients discomfort was resolving.